Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that they had a problem when the involved angio-seal device was deployed. The patient required medical or surgical intervention. Manual compression was applied. There is no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to be in used condition with visible signs of blood. The sheath and carrier tube were returned fully mated and in rear lock position. The anchor, collage, suture, tamper tube, and stop markers were deployed with the collagen found tamped down and saturated in blood. The body of the sheath was also found compressed near the middle of the assembly. The complaint could be confirmed for a partial deployment pullout. The exact root cause could not be determined. The likely cause was determined to have been improper position of the sheath during attempted deployment of the device. The DHR (device history record) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea (failure mode and effects analysis) / hbrt (hazard based risk table).